Manufacturer narrative:
The patient's weight was not provided. Patient demographics such as age, date of birth, sex and weight were not provided for patient ten (10). A beckman coulter (bec) field service engineer (fse) was dispatched on (B)(4) 2015 and noted that another fse had been onsite (B)(4) 2015 to perform a scheduled preventative maintenance. On (B)(4) 2015 the fse replaced the precision pump seals and belt, the main pipettor tip, the incubator belt and vessel holders. The fse noted the transducer high voltage setting was too high and adjusted the voltage to specification. The fse also replaced and cleaned the precision and wash valves. All repairs were verified by performing a passing system check, quality control (qc) and twenty (20) replicate precision run. In conclusion, the cause of the non-reproducible access accutni+3 results is due to a hardware malfunction although, no one single component can be identified as the sole contributor. The internal bec patient identifier for this event is (B)(6). All mdrs associated with this report: MDR 2122870-2015-00881, MDR 2122870-2015-00882.

Event description:
The customer reported obtaining both non-reproducible and ind (indeterminate) flagged troponin I (access accutni+3) results for ten (10) patients over a two (2) day period on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed the patients' samples on the same access 2 immunoassay system and obtained either erratic or additional ind flagged access accutni+3 results. There was no report of impact or change to patient care or treatment. This MDR will address the results obtained on december 04, 2015. MDR 2122870-2015-00881 will address the results obtained on (B)(4) 2015. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Access accutni+3 quality control (qc) was recovering erratically prior to and erratically with level three (3) qc out of range after the reported event. The patients' samples were collected in lithium heparin plasma gel separator tubes. The samples were centrifuged at 3,000 revolutions per minute (rpm) for either three (3) or five (5) minutes at room temperature. There were no reported sample integrity issues.